Manufacturer narrative:
Visual analysis: the catheter was returned in two separate pieces, coiled within a plastic bag, along with the cannula of the catheter sheath introducer (csi). The catheter was noted to be separated, 18.0 cm distal to the strain relief. The fracture end of the distal segment of the catheter appeared to be mechanically cut. The fracture end of the proximal fracture segment was noted to be twisted. Dimensional examination: the inner diameter of the catheter's tip and the outer diameters of the body were found to be within dimensional specs. Microscopic examination: further evaluation using scanning electron microscopy (sem) of the proximal segment fracture and revealed severe torsion in the catheter body of the proximal segment, as well as tensile overload (evidence by diametric reduction at braidwire fracture surfaces within the catheter fracture site). This above evidence appears to indicate that the returned catheter underwent both a torsional and tensile overload, leading to failure and subsequent fracture. The distal fracture segment, which was mechanically cut, was not analyzed. The damage to the catheter does not appear to be related to the manufacturing of the device, but does appear to be used-related.

Event description:
During clinical use, the proximal portion of the catheter fractured during positioning within a 23 cm long catheter sheath introducer. The catheter segment was retrieved utilizing a biopsy forceps.